Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in colombia it was reported by the patient that patient faced an occlusion in the tubing and/or tubing connectors at the event site. No further information was available.